Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's current blood glucose is 210 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump and shots. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 179 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 221 mg/dl.  Insulin delivery was not suspended due to sensor glucose values. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump was not returned for analysis.